Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they experienced high blood glucose level. Customer's blood glucose was 422 mg/dl at the time of call. Customer's blood glucose level was 400 mg/dl at the last night. Customer did not provide details regarding symptoms and treatment of their high blood glucose episodes. Cannula was bent. Customer's mother declined to troubleshoot for high blood glucose level. The product will not be returned for analysis.